Manufacturer narrative:
This is an update from the original medwatch report submitted on (B)(4) 2015. The distributor reported that the lot number originally reported for this incident was incorrect. A new lot number was provided and a review of the manufacturing batch record for the new lot confirmed the device met all material, assembly and inspection specifications. Additionally, the age of the patient was provided. Should additional information be provided or the device returned for analysis a follow-up medwatch report will be filed. Device not returned for evaluation.

Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. It was reported that the device is not expected to be returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. A combination of patient and procedural factors appear to have caused or contributed to this incident. Should additional information be provided or the device returned for analysis a follow-up medwatch report will be filed.

Event description:
This was part of a clinical trial. Preparation for tavr procedure as usual. Placement of safari wire was uneventful. When starting to insert lotus valve into the descending aorta (right after exiting the sheath), anaesthesiologist mentioned a dramatically drop of blood pressure. Physician removed the lotus catheter from the patient, then the safari wire from the ventricle in order to place it differently again but patient needed to undergo resuscitation immediately. Physicians were not able to save her life during 1 hour of resuscitation. The explanation of prof. Regarding this event was, that the safari wire somehow pulled on the cordae in the left ventricle. Patient had suffered from severe mitral insufficience before and pulling on the cordae made, that the mitral valve could not work correctly anymore and the right heart failed.